Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that they had been having really heaving leaking like never before. They thought maybe a lead moved or the settings on the device were incorrect. Contributing factors were unknown. The issue was unresolved.